Manufacturer narrative:
One assembled dilator and introducer were returned for review. One piece of the guidewire was returned. The dilator was noted to be bent at the tip. Breakage was confirmed with the guidewire piece. A definite root cause for the breakage cannot be determined with confidence. A possible cause could be due to an event within the user environment that resulted in the breakage.

Event description:
During use of a mis-7f07 kit for treatment of the patient¿s great saphenous vein (gsv) as per IFU, the distal section of the 0.018" x 45cm guidewire broke off from the rest of the guidewire and got stuck inside the patient's vein. The physician was able to grab the broken off piece with forceps and remove it from the vein through the access/puncture site. Physician then had to re-access the vein with a new mis-7f07 kit to complete the procedure.